Event description:
The trocar is supposed to retract blades after going through the abdominal fascia but it did not and there was a bowel, mesentery and common iliac artery laceration requiring emergency resuscitation and repair of vessels. Pt is ok.